Manufacturer narrative:
(B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl at the time of incident and current blood glucose level was 197 mg/dl. Customer stated that the insulin pump received a low battery alert prior to the replace battery alert. Customer stated that the battery cap was not loose, cracked or damaged. The insulin pump will not be returned for analysis.